Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon visual and functional testing of the returned sample. One 8fr angioseal vip was returned for product evaluation. The returned device included the header bag, carrier tube assembly and the polyfoil pouch. The device appeared to be unused. The carrier tube assembly was subjected to visual analysis. The device sleeve of the device was found to be in forward lock position. The bypass tube was seen to be dislodged and located over the collagen. No other anomalies were found on the device. For functional testing, the bypass tube was then attempted to be reinserted over the anchor and it did fit without issues. The bypass tube was removed and the ID was measured and found to be 0.102'', which was within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint can be confirmed for a detached bypass tube. The exact root cause of the allegation cannot be determined. The likely root cause could be that the bypass tube was dislodged while attempting to advance the carrier tube assembly into the hemostasis sheath valve. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal guidewire was difficult to be inserted into the locator/insertion sheath assembly. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was androgen insensitivity syndrome (ais). A pre-deployment angiogram was performed. The size of the sheath ancillary used was unknown. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.